Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the vertical lines on the image were attributed to electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope exhibited a vertical lines on the image. There were no reports of patient involvement.